Event description:
A discrepant troponin ultra result was obtained on two pt samples: pt 1. Original result - 0.3 ng/ml repeat - <0.1 ng/ml. Pt 2: original result - 0.2 ng/ml. Repeat: - < 0.1 ng/ml. The results were not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse went in and looked at the system and switched out gaskets and the wash block. The fse also changed out the sample syringe, replaced the aspirate guides, probes, pinch valve tubing, wash manifold check valves, and water valves v-78. The instrument is performing within specifications. No further evaluation of the device is required.